Event description:
A copy of the medwatch report from FDA was received, which states, ¿pump alarm critical battery alarm device unplugged with five minutes left of charge. This required an 18 hour battery reconditioning and verification device is safe for patient use.¿ through customer follow up it was noted the device was in an unused room unplugged. There was no information on was patient involvement and impact. No further information was made available.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.